Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure (m-02-5 error on start-up) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported during case energy activation had been interrupted due to an error #m-02. Prior to contacting tse, the caller power cycled the erbe generator and swapped instruments and cables, but the issue persisted. The tse reviewed logs and found error #m-02 on erbe. The tse advised caller to disconnect all cables from back of erbe and wait 2 minutes and see if error persists or swap vision side cart (vsc). Caller stated they did not have a force triad and caller opted to swap vsc which caller moved to end call to perform. The procedure was converted to another da vinci system with no reported injury.